Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) where the cylinders had ruptured due to the device being too large for the patient. The ipp was explanted and replaced with a new ipp. There were no additional patient complications reported.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) where the cylinders had ruptured due to the device being too large for the patient. The ipp was explanted and replaced with a new ipp. There were no additional patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Updated d4 lot number, d4 expiration date, d4 unique identifier, d6a implant date, and c2/d10 concomitant therapy.